Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following multiple unrelated surgical procedures, the ipg became unable to communicate with external devices. It is unknown if the patient placed their ipg in surgery mode prior to the procedure. Troubleshooting with a clinician programmer has been unable to resolve the issue. Additional troubleshooting regarding the issue is pending.